Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message. Advisory notice issued by abbott on 3 may 2024. Fsca number is pending. The event of eri to eos was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of service. Effective therapy was restored following the procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
This event was originally included as part of the field action in an effort to be conservative during the investigation phase of the CAPA. Upon further review of this complaint, it was determined there was no allegations of the elective replacement indicatory (eri) window being shorter than expected therefore this event is deemed no longer reportable for fsca # 1627487-05/17/24-001-c.

Manufacturer narrative:
The fsca number is included in this report.